Manufacturer narrative:
Investigation of this report is ongoing. Manufacturing is addressing the reported complaint in a CAPA.

Event description:
On 07/31/06, nellcor puritan bennett received a letter from the reporting facility where it was claimed that plastic sheath of a satin stylet separated and lodged in the pt's lungs. The letter indicated that the pt was in stable condition. No further information was provided. Nellcor is attempting to gather further details related to this report.